Manufacturer narrative:
Fowler weldment.

Event description:
It was reported by service report that the fowler could not be lowered manually or electronically due to broken weld. No pt involvement or adverse consequences are reported.